Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded (B)(4)) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries in her pump only last 8 hours. A pump restart was performed at 5:30 pm the evening prior and was already dead the morning of the call. Her blood glucose was 119 mg/dl. The customer said that she has been experiencing a power loss alarm for 3 days and troubleshooting has already been performed. She said that she had already called the night prior and the pump was already dead by the next morning. Troubleshooting was attempted again and the customer received the power loss alarm again. She was advised that the pump needed to be replaced, to discontinue the use of the pump and revert to a back-up plan. The insulin pump will be returning for analysis.